Manufacturer narrative:
The device was returned for evaluation. A consistent reactivate / incomplete seal tone was confirmed. The root cause was found to be a mechanical failure of a broken jaw wire, resulting in an open circuit. The coolseal system appropriately delivered the incomplete seal tone under the open circuit condition. The report of inadequate seals following seal complete tones was not confirmed. The device was tested for all seal quality related characteristics and was within specifications.

Event description:
It was reported that the instrument was giving good sealing tones (seal complete tone), but there was bleeding observed from cutting surfaces. Following this the generator provided incomplete sealing alerts (reactivate / incomplete seal tone), the device was not sealing. Patient information is unavailable as it is not allowed to publish according to (B)(6) rules.